Event description:
The customer contact reported the device did not deliver. The device was returned to the service center with a report of "not charging, no bolus control." Info was requested from the customer contact regarding specific pt and event details. No response has been received.

Manufacturer narrative:
Testing and investigation found a dose was not delivered when the bolus button on the bolus cord was pressed. This was due to a missing bolus cord contact pin on the docking station. The probable cause for the missing docking station female pin is mishandling of the device when removing the bolus cord from the connection port. Actions such as twisting or attempt to remove at an extreme angle may cause the docking station female connector pins to remain in contact with the male pins on the bolus cord. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).